Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call that his son's insulin pump was not working. Customer did not state anything specific. He indicated that his son had to go to the hospital with high blood glucose but did not state the blood glucose value. Customer did not want to troubleshoot as he did not want to use the pump on his son anyway. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.